Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 221 mg/dl, and the meter bg reading was 44 mg/dl. As a result of the increased basal, customer's blood glucose (bg) level lowered to 41 mg/dl. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline and "shot of glok." Customer was released from the ER the same day ((B)(6) 2025) with the issue resolved an no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.